Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. An x-ray confirmed the lead dislodged. The lead was disabled. No patient symptoms were reported.

Event description:
New information indicated the lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.